Event description:
While cleaning slide stainer with methanol and paper towel using this product, found out afterwards that fingers were also stained. It appears that the stain passed through the gloves and stained the lab personnel's fingers. There are now concerns if the glove provides adequate protection in the laboratory setting.